Event description:
It was reported the patient received a vibratory alert. Attempts were made to interrogate the implantable cardioverter defibrillator with two different programmers but all attempts were unsuccessful. The implantable cardioverter defibrillator was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.